Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification, and 80% stenosed. A 2.5x28mm rx xience alpine stent delivery system (sds) was advanced to the target lesion; however, resistance was met and the sds could not cross. The sds was removed; however, resistance was met and the distal stent struts were noted to be flared. Another same size rx xience alpine sds was used to complete the procedure after stenting. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device and reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.